Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 28-25-23 mm in diameter and it was long and angulated. It was reported that during the index procedure, a proximal type I endoleak was identified. The physician performed an intervention and implanted two aptus endoanchors and the endoleak was resolved. Per the physician, the cause of the event was related to the patient's anatomy; long angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the films during the implant procedure that showed the proximal type I endoleak and implant of the two endoanchors which resolved the proximal type I endoleak were not provided. The exact cause of the reported proximal type I endoleak could not be conclusively determined from the pre-implant 3d recon report provided. It is possible that implanting the bifurcate stent graft in a highly angulated aortic neck may have contributed. From the pre-implant 3d recon report provided, the aortic neck to the mid aaa was angulated ~ 80 deg, l-r. (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.